Event description:
It was reported that this right ventricular (rv) lead had no capture at high outputs. The patient was presented with pain. An echocardiogram was performed and revealed that the lead had perforated. This rv lead was subsequently explanted and replaced with a new rv lead. No additional patient adverse effects were reported.